Event description:
It was reported that initial right total hip arthroplasty was performed. The patient underwent repositioning with anesthesia due to dislocation approximately three (3) weeks later. The patient dislocated for a second time due to unknown reasons requiring repositioning approximately two (2) weeks later. Subsequently the patient dislocated their hip a third time requiring repositioning approximately three (3) months later. There have been no additional complications reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 010000668 lot# r7313004a g7 pps ltd acet shell 62h, cat# 650-0661 lot# 3128008 delta ceramic fem hd 36/0mm, cat# 51-103150 lot# 7198025 tprlc 133 t1 pps so 15x150mm. G2: foreign: netherlands. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed. Subsequently, the patient dislocated approximately 3 weeks later. The patient dislocated for a second time approximately 2 weeks later. There was a third dislocation that occurred approximately 3 months later(this complaint). Each time a closed reduction was performed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.